Event description:
The customer observed a falsely decreased alinity c carbon dioxide result for one patient with a history of igg k paraprotein. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2025, was 14, result using radiometer blood gas was 28 mmol/l. Sample ID (B)(6) initial result, on (B)(6) 2024, was 17, repeat, on radiometer, was 25.4 mmol/l. The customer performed dilution studies which were inconclusive. The customer performed peg studies which showed 167% and the control patient used had 97% recovery. The sample was also tested on the gem and the result was 27. The patient¿s previous results were provided: (B)(6) 2025, at a different site, result was 12 mmol/l; (B)(6) 2024, at a different site, result was 12 mmol/l; (B)(6) 2010 result with a roche assay was 8, repeat, on the gem, was 27. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section b5 updated to include lot numbers used for each sample. The complaint investigation for falsely decreased patient results when using alinity c carbon dioxide, lot numbers 67438uq12 and lot 66500uq06, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed, as returns were not available. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Manufacturing documentation for the likely cause lots was reviewed and did not identify any issues. Device history record review on lot numbers 67438uq12 and lot 66500uq06 did not identify any non-conformances or deviations with the likely cause lots. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity c carbon dioxide, lot numbers 67438uq12 and lot 66500uq06, was identified.

Event description:
The customer observed a falsely decreased alinity c carbon dioxide result for one patient with a history of igg k paraprotein. The following data was provided: sample ID (B)(6) initial result, on 13may2025 with serial number (B)(6) and lot number 67438uq12, was 14, result using radiometer blood gas was 28 mmol/l. Sample ID (B)(6) initial result, on 20nov2024 with serial number (B)(6) and lot number 66500uq06, was 17, repeat, on radiometer, was 25.4 mmol/l. The customer performed dilution studies which were inconclusive. The customer performed peg studies which showed 167% and the control patient used had 97% recovery. The sample was also tested on the gem and the result was 27. The patient¿s previous results were provided: 23jan2025, at a different site, result was 12 mmol/l; 02nov2024, at a different site, result was 12 mmol/l; 21jan2010 result with a roche assay was 8, repeat, on the gem, was 27. There was no impact to patient management reported.